Event description:
Ethicon pillar and post localization system were used to target the posteriorly located 15 mm breast lesion. The trocar was advanced in standard fashion to the region of the mass through the sheath. Add'l images were performed and demonstrated that the sampling aperture was approx 1.0 cm anteromedial from the intended site. The z screw was rotated clockwise 5 rotations to allow for 1 cm add'l advancement. The trocar was advanced in standard fashion but extended approx 4 cm posteromedial to the intended site due to z stop failure. Add'l imaging confirmed that the sampling aperture was not at the targeted lesion. The tip of the needle was adjacent to the extreme anterior aspect of the sternum. The trocar and sheath were removed, and manual compression was applied. Hemostasis was achieved. Dates of use: 2008. Diagnosis or reason for use: breast masses.